Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped, resulting in a hairline crack on the screen and subsequent loss of touchscreen responsiveness, rendering the device nonfunctional; the device was replaced and the user was instructed on setup, data syncing to the mobile app, shutdown to avoid alerts, and return of the damaged unit. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization and continued glucose monitoring with a cgm application or receiver. Investigation included customer service troubleshooting, assessment of device operability based on user report, and logistical coordination for replacement and return. Investigation of this device revealed physical damage to the display assembly consistent with impact, with loss of input functionality and inability to verify full device performance. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage from user handling.